Event description:
It was reported that an artifact visualized as a smudge is present in the brain scan. The pt was put under observation. No adverse consequences were reported. No further medical action taken.

Manufacturer narrative:
Analysis of the data from the site by engineering personnel indicated that the x-ray detector system required calibration. This information was communicated to the service organization responsible for site maintenance. This event is similar to MDR report 1525965-2007-00006, and a decision was reached to file an MDR on this report.